Event description:
Procedure type: kidney/adrenal gland. According to the reporter: during the procedure the balloon broke. Doctor said no surgical instruments contacted the balloon. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended o.r. Time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
.